Event description:
It was reported the high flow insufflation unit sounded an alarm and did not start up properly. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
E1/full establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a failure of the cr board (printed circuit board). As a result of reviewing instruction manual and product labeling, there were no abnormalities leading to the events. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.